Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked when the upper blue clamp was unlocked; drops were found on the floor. This was observed when the nurse went to hang mvasi during preparation. The nurse re-clamped line and removed the set. A chemotherapy spill kit was obtained and area cleaned per protocol. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was discarded; however, a photograph and a video of the sample were provided for evaluation. The returned photo and video were reviewed, and it was noted that leak from a hole in the tubing. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.